Event description:
After the forth screw was inserted, it was impossible to remove the trocar from the sleeve without the use of high forces. The surgeon noticed that the teeth were bent. A replacement device was used to complete the procedure. This event did not cause an adverse consequence to the pt.